Event description:
It was reported that the colonovideoscope had a black screen. This issue occurred during a diagnostic procedure while the device was inside the patient under sedation. The procedure was completed using an olympus backup device. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for inspection; however, the reported failure could not be confirmed. Based on the investigation results and because the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.